Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two syncopal events while flying from (B)(6) to the united states. There was no contact information available to follow up with a healthcare professional. No further patient complications have been reported as a result of this event.